Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a total hip arthroplasty on an unknown date. Its further alleged that blood-work revealed elevated levels of chromium and cobalt. Revision unknown.